Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The exact date of event is unknown. The date entered in section b3 is based on the customer's report of "happened last year 2025". This is 3 of 3 MDR submission. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An incorrect glucose reading issue was reported with the abbott diabetes care (adc) device. A customer reported unspecified inaccurate readings received from the adc device and it is unknown whether the customer noted a trend arrow on the device. The customer experienced loss of consciousness and mentioned taking unspecified medications. No third-party treatment was reported. There was no report of death or permanent impairment associated with this event.